Manufacturer narrative:
(B)(4). Approximate age of device ¿ 63 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2017, with nausea and vomiting. The patient was stabilized and sent home that same day. A submitted system controller log file was reviewed by the manufacturer¿s technical services representative and the data showed a type of trajectory that has been linked to the possible presence of thrombus. On 15aug2017, it was reported that the patient was not experiencing any symptoms, and does not have tea colored urine. Labs were taken and there were no findings at that time. On (B)(6) 2017, the patient was admitted into the hospital for an elevated lactate dehydrogenase (ldh) of 2200 u/l, and was started on a heparin infusion. The ldh did not decrease, so the patient was started on tissue plasminogen activator (tpa) protocol on (B)(6) 2017. A ramp echocardiogram was negative. The heart failure cardiologist suspected thrombus. As of (B)(6) 2017, the patient remains in the hospital. The ldh is 700 u/l, there are no heart failure symptoms, and no tea colored urine. Pump powers are stable. The patient will continue to be monitored in the hospital.

Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however a specific cause for these events could not be conclusively determined. Additionally, a correlation between the device and the reported elevated ldh and suspected thrombus could not conclusively be established through this evaluation. The submitted log files contained data ranging from (B)(6) 2017 through (B)(6) 2017. Elevations in pump power and estimated flow were observed throughout the duration of the log files, reaching up to 10.3 watts and 12 lpm, respectively. Some of these elevations appeared to be associated with pi events. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.